Event description:
Per the clinic, the patient developed an infection at incision site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, this did not alleviate the problem and the device was explanted on (B)(6) 2023. Reimplantation is planned but has not taken place as of the date of this report.